Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements. A review of the impedance trend indicates that the shock impedance has been gradually increasing and has reached a high measurement of 136 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.